Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02045, 3005168196-2017-02046. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the scrub technologist inadvertently kinked a pod packing coil (podj) and a ruby coil pusher assemblies while removing the coils from their dispenser hoops. It was also reported the scrub technologist kinked a lantern delivery microcatheter (lantern) with his fingers while removing the stylet. The kinking of the podj, ruby coil and lantern occurred prior to use and therefore, podj, ruby coil and lantern were not used in the procedure. The procedure was completed using 14 additional ruby coils and a non-penumbra microcatheter.